Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a3; e1; e2; e3; e4; g2; g3; h2; h3; h6. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mildly displaced and comminuted periprosthetic fracture adjacent to the femoral stem device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 0100634056/ zimmer mmcâ¿¢, cup, zimmer mmcâ¿¢, cup,/lot # unknown. Item# 98000131503/ kin por st-nk// lot # unknown. Item # 00784804201 / modular neck/lot # unknown. Item # 0100185146/ metasulâ® ldhâ®, head adapter/lot # unknown. Item # 0100181480 / metasulâ® ldhâ®, head/lot #unknown.

Event description:
It was reported the patient was implanted on an unknown date and underwent revision surgery due to fracture around the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time